Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer believes the usb port may be loose and affecting the pumps ability to charge. The customer¿s blood glucose level was 126 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.